Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, episodes of post-sensed t-wave oversensing that were treated as ventricular fibrillation were observed. The device was at eri and was explanted and replaced. The patient was stable after the procedure.